Event description:
Customer reported blood glucose result of 403 mg/dl on the inform system and a 120 mg/dl lab result within 10 minutes. Customer reported no patient symptoms, treated with 8 units novolog based on meter result. No adverse event reported. A request was made for the return of the system, replacement was sent.